Event description:
A patient was connected to a philips telemetry transmitter that was being monitored by a philips cic (central information center) monitor. The alarms from the cic monitor were being sent to an emergin remote notification paging system. According to the emergin paging logs two separate "leads off" alarms were generated at about the same time. Sixty seconds later, the central monitor alarmed "can not analyze ECG" and "transmitter off". The patient was found unresponsive approximately six and half hours later; a code was called and the patient was pronounced dead. A further analysis of the telemetry system found that the telemetry transmitters are configured to turn off 10 minutes after not having a valid ECG waveform to transmit. This is an option that can be turned off so that the transmitters stay on at all times. Our hospital has elected to turn off the automatic shut off feature on all philips telemetry transmitters.